Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white- foreign matter. Suspected mold-like black foreign substances have been found extensively across the product.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that black spots can be observed, the black spots were identified as burnt resin that are generated during the molding process. Bd determined that the cause of the failure was the supplier of the component. The component is supplied by an internal bd plant and they have taken actions to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.